Event description:
It was reported that this inflatable penile prosthesis was not working properly and had fluid loss. The device had kink in the tubing. The device was removed, and the patient was implanted with tenacio. No patient complications were reported.